Event description:
Philips received a complaint on the v60 ventilator indicating that there were multiple check vent alarm. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) confirmed the issue. There were 1117-.3 v supply failed, 111b-35 v supply failed, 1118-5 v supply failed, 1127- ovp circuit failed error codes logged. The mc pcba data was dashes and at zero hours and all voltages listed in the diagnostic codes as zero. The rse provided the customer replacement part information for the motor controller pcba and power management board and advised the customer to replace them. This investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) not being received. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered motor controller pcba and power management board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A good faith effort response was received stating that the parts have not yet been received by the customer, indicating that the customer ordered replacement parts. The investigation is pending repair information.